Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic inspection revealed a kink 46mm from the tip of the device. The inner diameter (ID) of the guidezilla was measured at the distal tip and was within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a partial separation at the collar/shaft area. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11feb2016. It was reported that stent could not cross the guide extension catheter. The target lesion was located in the right coronary artery (rca). A 145, 5-in-6 guidezilla¿ guide extension catheter was used to help treat the lesion. However, the unspecified stent could not cross the proximal part of the guidezilla¿ guide extension catheter. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a partial separation at the collar/shaft area.